Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Injector and damaged trailing haptic piece were returned. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no.:(B)(6); model: 255). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. CAPA-22-0009 has been initiated for "damaged haptic" complaints.

Event description:
Damaged haptic after implantation the doctor noticed the trailing haptic was separated at tip just after implantation. The haptic piece was removed from the eye. The iol was not explanted from the eye, and the patient va was good a day after the cataract surgery.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for: type of investigation, findings, and conclusion are pending the completion of the product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Damaged haptic after implantation. The doctor noticed the trailing haptic was separated at tip just after implantation. The haptic piece was removed from the eye. The iol was not explanted fromthe eye, and the patient va was good a day after the cataract surgery.